Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector was broken.

Event description:
A consumer implanted for non-malignant pain reported the recharger wasn't charging and the connector pin broke a couple of months ago. It was further reported stimulation hadn't been working for a couple of months. It was noted the consumer had foot surgery 1-1.5 months ago and had been dealing with that, but now their back was hurting and they needed stimulation to work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.